Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 420 mg/dl, at the time of the incident was 250 mg/dl treated with needles. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Upon troubleshooting of high blood glucose customer noticed such big air bubbles in the reservoir, as they was not able to cool it down to a room temperature. Customer stated that the approximate size of air bubbles was big bubbles. Customer stated that the air bubbles were successfully removed. The devices will not be returned for analysis.